Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the catheter assembly was returned in 2 separate pieces: the hub, the duel lumen catheter shaft, transition and the distal shaft (upon which the endoprosthesis was mounted) with the distal tip. The distal shaft including the distal tip was approximately 17.5 cm long. There was crimped section of distal shaft approximately 1 cm in length near the transition end. The transition end of the distal shaft showed no melting or disruption of the pebax coating. The tip was bonded to the transition and stayed attached to the distal shaft, even when force was applied. Based on the device examination performed, manufacturing anomalies were identified that potentially could have contributed to the event.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient was presented with an aneurysm in the popliteal artery which was treated with a gore® viabahn® endoprosthesis. The medical device was inserted through an 11fr introducer sheath and advanced over a stiff guidewire to the target lesion. It was reported to gore that after the endoprosthesis was successfully deployed and the delivery catheter removed from the patient's vessel, a visual inspection of the device indicated that the distal catheter shaft separated and remained in the patient's vessel. It was stated that a snare device was used to remove the separated catheter shaft from the patient successfully and that the procedure was completed implanting another gore® viabahn® endoprosthesis. It was stated that the procedure was prolonged for another 30 minutes and that the patient suffered from a blood lost (200ml) due to a malfunction of the used closure system proglide® from abbott. It was stated that the blood lost was not related to the use of the gore device.